Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. Customer found bios only on monitor; replacement host pc ordered was defective. To resolve the problem, the rse advised customer for replacing the hard disk in the original host pc, after replacing the hard disk, the system became operational, but the customer faced adaptation issues. To resolve the reported problems the customer adjusted the system time, rebooted, and performed calibrations. After reboot and performing calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.